Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of the event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformance during the manufacturing process.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in dwell two of four. The leak was noticed upon opening the cassette door to remove the tubing set while cancelling treatment. The origin of the leak could not be identified. Patient had no ill effects. Sample was discarded by patient; sample is not available.